Event description:
It was reported that the patient received an inappropriate shock for t-wave oversensing. The device was reprogrammed and the lead remained in use until it could be removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for t-wave oversensing. The device was reprogrammed and the lead remained in use until it could be removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead in segments was returned, analyzed, and the conductor was fractured.